Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed no delivery during prime. Troubleshooting was done. Customer's blood glucose was 466 mg/dl. Customer treated via manual injection. Customer stated that they have tried all remedies. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic (B)(6).